Event description:
Inbound. Call from patient who reports no disposable alarm on both pumps while using 100 ml cassette with flow stop lot number 4153887, expiration date 06/23/2026. Current pump rate is 43 ml per 24 hrs with 85.7 ml remaining in cassette at time of alarm. No further details provided.